Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels. The cause of the high bg levels were unknown, and specific bg values were not provided. The infusion set and cartridge were changed multiple times, a bolus was delivered, and a manual insulin injection was administered to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.